Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set site. The customer's blood glucose level was 400 mg/dl and an insulin injection was used to address the bg level. No additional occlusions had occurred.